Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 26 mg/dl and sensor glucose and blood glucose differences. Customer's blood glucose at time of the call was 110 mg/dl and sensor glucose was 74 mg/dl. Troubleshooting assisted customer with proper calibration and insertion technique. The customer was advised to follow up with their doctor regarding the low blood glucose.

Manufacturer narrative:
After further review of the complaint, the customer stated that while in the hospital the customer had pneumonia.